Event description:
It was reported that the gel layer has detached from the arctic gel pad. The incident occurred before use. The gel layer came off the pad when they tried to remove the protective film from the gel pad.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Two photo samples were received for evaluation. Visual inspection noted the following: one returned photo shows a thigh pad with the hydrogel layer peeling from the pad surface. There appears to be water in the pad. One returned photo shows a pouch label for a small pad kit with lot number: nght0558. The sample does not meet specifications per ip7602996 rev 13 which states "after laminating the pad (before of the operation of silhouette cut of the pad), peel off the protector that covers the hydrogel, verify that the hydrogel is not peeling off with the protector, the hydrogel must be attached to the laminating film (perform this activity, peeling the protector prior to the sealing area of the pad)." The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: "place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion." A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. CAPA#: 9743815 has been opened for this failure. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.